Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of dull lances and partially incomplete wound closure or leaky tunnel; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery in right eye, five ophthalmic surgical lances, three from same lot and two from different lots were found to be dull. During surgery the patient experienced partially incomplete wound closure or leaky tunnel. The surgery was completed through an irregular or uncontrolled incision with an ophthalmic surgical lance and no further intervention was required. The current condition of the patient was resolved.

Manufacturer narrative:
Additional information is provided in sections d.10. Corrected information is provided in sections g.3. Correction g.3: supplemental medical device report (smdr)#01 manufacturing report number 2523835-2025-00217 is being filed to correct the g.3 date on the supplemental report, field earlier. Incorrect date of 20-feb-2025 is being corrected to 17-feb-2025. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.